Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Insert meets temperature specification. However, insert as used beyond useful life. Tip is worn. Laminate stack is bent.

Event description:
While using a 30k fsi-pwr-1000, the tip is heating up when in use; no injury resulted.